Manufacturer narrative:
The sample was not provided to deroyal for evaluation. A supplier corrective action request (scar) was issued to the lap sponge supplier gd medical. Root cause: was determined by the supplier gd medical as certain workers in the folding workshop were not properly following the gowning procedure. The following corrective and preventive actions have been taken by gd medical: workers in the folding workshop were re-trained on the gowning procedure to avoid any hair left on the products. Workshop supervisors have been notified of this incident. They will monitor and provide guidance on proper gowning of each worker during production. Supervisors of the other manufacturing process and quality assurance have been notified of this incident. Quality assurance will monitor for any reoccurrence of the same issue during in-process and finished product inspections. Production records were reviewed, and no issues were found. An inventory check of the lab sponges was made by deroyal, a total of 12 of the 5-1918 was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Hair found in lap sponges.

Manufacturer narrative:
A complaint was received on 1/12/2023 reporting hair found in lap sponges. A supplier corrective action request (scar) was issued to the lap sponge supplier gd medical. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.